Event description:
It was reported that the patient had a sore on the incision where the ipg site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively, and the explant devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7072435.